Event description:
The patient had not received any therapeutic effect from his pump system since implant. The health care professional suspected the catheter "may have a blockage" or be placed "too high." The hcp told the patient that the catheter was "at 2." A catheter revision was scheduled, but was cancelled after an x-ray revealed "catheter placement at t8, 9, 0 10." The medication being delivered via the device system was prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).